Event description:
It was reported the patient presented to the emergency room with complaints of acute chest pain. During interrogation, it was discovered the right ventricular lead exhibited low impedance, low r-wave amplitude sensing, and failure to capture. Echocardiogram showed the right ventricular lead had perforated. The right ventricular lead was explanted and replaced. The patient was in stable condition post-procedure.